Manufacturer narrative:
Evaluation: results: a work order search was performed for similar complaints within the injector and cartridge lots and there was one similar complaint within the injector search and no similar complaint in the cartridge search.

Event description:
It was reported that the surgeon was inserting a eyeonics crystalens using a msi-pf injector and the lens tore during insertion. No patient injury. They reported the injector was the likely cause.